Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560 , model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Sc-1216 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively.